Event description:
The device measures too low values. A temperature of 36°c was measured while a different thermometer showed a temperature of 40°c additional narrative: the device has been requested from consumer and it is not available for evaluation, thus complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests.